Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen option stemmed tibial plate size 6 catalog#: 00598604702, lot #: j6797494, nexgen lps-flex articular surface size ef/5-6 12mm catalog#: 00596404012, lot#: 64795802, nexgen all poly patella 35mm catalog#: 00597206535, lot#: 64874775. H6: component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing unknown post-operative complications approximately five (5) years following a right knee arthroplasty. Initial operative notes noted no intraoperative complications. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional medical records, it was identified that this device did not cause or contribute to the reported event. This event is being reported under 0001822565-2026-00814.